Event description:
The patient contacted animas on (B)(6) 2012 reporting experiencing a blood glucose of 2.3 mmol/l with jitteriness and shakiness. The patient reported having no explanation for the low blood glucose. The patient reportedly treated the blood glucose with oral carbohydrate. The patient confirmed that there were no changes in health or medication. The patient denied having any regular blood glucose issues and denied any blood glucose patterns related to the event. This report is made based on the allegation that the patient experienced hypoglycemia of unknown origin while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/01/2014 with the following findings: the black box contains dates from (B)(6)2014 to (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. The current black box and pump history shows no errors, alarms or warnings related to the complaint. The total daily doses add up correctly and reflect the users programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.